Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus confirmed foreign material was in the nozzle of the device, but the type of the material or root cause cannot be identified based on the provided information.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. ·

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the nozzle. There was no patient involvement.